Manufacturer narrative:
(B)(4). The customer report of a kinked guide wire was not able to be confirmed through visual inspection of the customer supplied photo. However, full complaint verification testing could not be performed as no sample was returned for analysis. The IFU provided with the kit informs the user, "do not use if package is damaged". A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "guidewire is not good. Not meeting the standard". It was reported the wire was not used on the patient.

Event description:
It was reported that "guidewire is not good. Not meeting the standard". It was reported the wire was not used on the patient.

Manufacturer narrative:
(B)(4).